Event description:
The affiliate reported that after implantation of the device, the patient¿s ventricles became enlarged. A surgery was performed due to valve blockage. The valve and the abdominal catheter were removed safely. The lumbar catheter could not be removed because it was broken and located in the vertebral catheter. As a result, a surgery was performed to remove the lumbar catheter successfully.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was visually inspected and during the visual inspected it was not possible to see the position of the cam due to biological debris. Biological debris was also noted in the valve casing and siphon guard. When the valve was tested, it was found that the siphon guard was occluded with biological debris. It appears the biological debris was found covering the hole of the valve mechanism which has caused the problem reported by the customer. A review of the history device records confirmed that the valve has conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint considered closed.